Event description:
Boston scientific received information that this pulse generator may have depleted prematurely, based on a patient statement as to the reason for explant of this device more than a year prior. There were no reported adverse patient effects.

Manufacturer narrative:
This medical device has not yet been returned to boston scientific. No further information is expected at this time.